Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. The device will not be returned for analysis.